Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient's mother to turn off/on the bluetooth, close all background applications, and reset the smart device which was unsuccessful. No additional patient or event information is available.